Event description:
Clinical study: eleven months after a coronary artery drug eluting stenting procedure, the patient expired. The lesion being treated in the index procedure was a 3.75, 99% stenosed, 20mm long portion of the distal circumflex (dist cx) . The physician treated the lesion with predilatation and successful placement of taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 4 days later on plavix and aspirin. Eleven months after the initial procedure, the patient expired. There was no autopsy. The patient died at home of unknown causes. In the opinion of the physician it is unknown if the patient's death was related to the taxus stent.